Manufacturer narrative:
Per RMA a replacement axiem box was sent to site. Upon eval of returned axiem box as it was running for 1 hr, there has been no communication issues observed. All ports are functional and the instruments track the volume. Ran for 24 hrs and no issues were observed. Cycled the power and was not able to duplicate the issue. No impact on pt outcome reported.

Event description:
Site reported the intermittent loss of tracking as the system would go to red status while surgeon was navigating in an ent procedure with the fusion system. No impact on pt outcome reported.